Event description:
On 10/28/2009, we received a report from our distributor that an alleged air injection had occurred at this hospital that was being attributed to user error and no info was provided indicating that there was any injury to the pt. Multiple attempts were made to gather add'l info. On 01/11/2010, the customer provided the following summary of the incident to the distributor: the pt was scheduled for a planned angioplasty of the circumflex artery. During the first saline flush, after connecting the left coronary catheter, turbulence was noted in the tubing. They stopped flushing the catheter. Within 30 seconds, the pt exhibited chest pain, st segment change, qrs widening, and bradycardia. A manual injection was performed and no flow was seen in the left coronary system. The pt required CPR and placement of an emergency pacemaker (for profound bradycardia and severe blood pressure drop). The air was aspirated from the lad with an aspiration catheter. The pt exhibited gradual improvement over 30-40 minutes. The exact amount of the air injection is not known.

Manufacturer narrative:
The avanta injector was checked by a representative of the distributor and was functioning correctly. The customer did not retain the disposables that were in-use during the reported incident; therefore, they were not available for eval. The customer was unable to provide the lot numbers of the disposables that were in-use; therefore, we are unable to test any retained samples. The distributor provided add'l applications training to the staff after the reported incident. The customer reported that the connection between the multi-patient disposable set (mpat) and the single-pt disposable set (spat) was loose; they had not tightened it properly. The distributor surmises that the stopcock on the spat was improperly left open, allowing leakage and possibly contributing to the customer not properly purging the system of air. The distributor reported that the customer has continued to utilize the injector system and that the customer also identified the root cause as user error.